Manufacturer narrative:
A replacement breast pump was sent to the customer and requested the defective breast pump be returned for evaluation. The defective breast pump has not been received at medela as of (B)(4) 2014. The product involved in the complaint was not returned for evaluation/ investigation. Therefore, no conclusion can be made as to the cause of the event. Customer follow up was not successful. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. "Mastitis is usually a benign self-limiting infection, with few consequences for suckling infant. The risk of mastitis is higher among women who have mastitis. ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).

Event description:
The customer reported that she is not expressing much milk from her breast pump. The doctor diagnosed her with a mastitis infection and treated her with antibiotics.